Manufacturer narrative:
Manufacturing site evaluation: samples received: none. List of batches supplied to the hospital in 2013: 112232, 112123, 112385, 113074, 113104, 113234, and 113355. There are no previous complaints of these code/batches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. All batches indicated were tested before releasing the product and fulfilled OEM requirements. Tensile tests are always performed in 100% of manufactured batches. Remarks: the complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified). Action on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detached from suture.